Event description:
A portion of the implantable checkpoint (stryker ref# (B)(4)) broke while dr. (B)(6) (surgeon) was attempting to remove it from the acetabulum. The surgeon elected to leave that piece in place, as retrieval was not possible. It was confirmed that the head of the checkpoint was removed, with only the threaded portion of the checkpoint remaining in the bone. The surgical count was incomplete. A postoperative x-ray was performed in the (B)(6) confirmed the location of the retained portion of the checkpoint.